Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, for active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center the root cause of the malfunction was determined to be the 3-way solenoid valve and the active exhalation control module. The technician recommended replacing the 3-way solenoid valve and the active exhalation control module to address the issue. No further investigation is required at this time.